Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. The customer's blood glucose level is 334 mg/dl. Standard troubleshooting was performed. The insulin pump functioned according to specification. The cause of the no delivery could have been an occlusion in the reservoir or unomedical infusion set. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.